Manufacturer narrative:
A spacelabs field service engineer was dispatched for further investigation. The device logs showed evidence that confirmed the reported complaint. The display unit assembly was replaced, the device passed all tests, and was returned to patient service. As the problem was discovered prior to use and a warning message displays, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report from the customer biomed on (B)(6) 2016, that the arkon was going in to a failed state during the early morning when the machine was not in use. The biomed reported that a reboot will clear the failed state. No injury was reported as a result of this event.